Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided by the patient. The data was reviewed on 08/02/2016. The reported event of loss of connection was confirmed. However, a root cause for the reported loss of connection cannot be determined. The complaint device was returned for evaluation. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. A review of the shared data confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.